Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer's blood glucose was 102 mg/dl. Reportedly, a new cartridge was loaded to address the events.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.